Manufacturer narrative:
Follow up 01: an improvement for plt flagging was developed and released as a part of a software update to the dxh800 that is designated v3.2.1 on 22-dec-2017; approximately 11.5% of the worldwide product installed base has been upgraded as of 13-jul-2018. Due to an increase in the number of complaints received related to unflagged erroneously high plt patient results released from the lab, bec has determined that a field action is warranted. The field action will include a software patch for the improvement for the plt flagging component of v3.2.1, which will expedite installation of this improvement for rest of the installed base. Section h2 - additional information has been selected. Section h7 - recall, notification and modification have been selected. Section h9 - number has been updated to reflect the respective information for this event. Additional information: the recall (fa-33718) includes notification to the customer and correction of the issue via software update. Bec internal identifier - (B)(4).

Manufacturer narrative:
Field service was not dispatched for this issue. The customer continued to run the instrument without any further issues. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported that the unicel dxh 800 coulter cellular analysis system recovered incorrect platelet results on initial run for a sample from an outpatient pregnant female compared to rerun results that were considered correct. The patient data summary confirmed that the initial sample run generated higher plt results compared to rerun results which were considered correct. There were no instrument generated suspect flags associated with the results. Erroneous results were not reported out of the lab. There was no change in patient treatment in connection with this event.